Manufacturer narrative:
Received one device, the plunger issues were confirmed by checking the alarm history. Repaired by replacing the plunger cable. Also found a check clutch error in the alarm history. Replaced motor and worm coupling to fix the issue. The main cause of customer¿s complaint was the faulty plunger cable. After replacing all parts, the pump passed all the testing and is fully operational. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the there was an issue with the plunger, there was unknown patient involvement.